Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an frt4 result above the normal reference range for one patient sample that was generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced a result within the normal reference range. The erroneous result was reported outside the laboratory. However, the result was amended by the subsequent result. The results, provided by the customer. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was drawn offsite into serum separator tubes (sst), centrifuged and aliquoted prior to being sent to the laboratory. Qc was within the customer's established ranges prior to and after the erroneous result. Customer technical support (cts) reviewed the diagnostic copy to disk data. No clear root cause could be determined for this event.